Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellamap orion high resolution mapping catheter was used in a atrial fibrillation ablation procedure. After the orion was inserted and the mapping had begun, the patient's blood pressure dropped. An echo was performed revealing a perforation in the appendage. The physician believed that this occurred during use of a non boston scientific transeptal needle or sheath. The patient was treated with a pericardial drain and blood transfusion. Continuation of the procedure was canceled due to this event. The patient was admitted to the ICU with aspiration pneumonia.